Event description:
Reporter indicated that vns pt was seen in hosp e.r. Because pt was experiencing 2-second episodes where pt would shake their arm and then sit up in the bed and then go back to being completely normal. E.r. Physician planned to follow-up with the pt's neurologist. Investigation to date has been unable to rule out the vns therapy system as a contributing factor to the reported event.